Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that there was battery fluid and/or calcification. There was white fluid in the pocket site and seemed to be a white substance encasing the battery and lead. The device was explanted. Patient did not experience any signs or symptoms.